Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted a loose patient outlet connector, missing airmix knob, the front panel contained some minor damage, gas supply indicator was missing the shroud ring and washers, the eyeball was dislodged from the assembly, the battery holder assembly was damaged causing a gap in the holder, and the gauge bezel is cracked. Light emitting diodes (led)'s were found to be extremely dim during evaluation. Functional testing confirmed the complaint as the gas supply indicator was damaged due to impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the gas supply indicator. Replaced the gauze bezel, light emitting diode (led) set, battery holder assembly, eyeball shroud ring and spacing washers, and small control knob. Installed MRI battery, sintered filter, and o-rings. Performed preventative maintenance (pm), cleaned and affixed new service label. The device passed all functional and delivery tests., corrected data: h6: health effects - clinical signs and symptoms or conditions.

Manufacturer narrative:
UDI and operator are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the low o2 alarm when plugged in to wall gas with o2. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.